Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the issue recurred, leading to a decision to replace the pump. The customer was informed about the replacement, trained on the updated software, and given instructions for returning the faulty pump. The customer acknowledged and understood these steps, including using a backup therapy to ensure continued insulin delivery.